Event description:
The customer reported a 'communication error'. This error will result in a lock up of system functionality or the boot process. No patient or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.